Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone that the retainer ring that holds the reservoir has a crack. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails.